Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and the MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a band ligation in the upper respiratory tract, performed in 2009. According to the complainant, during the procedure, the physician was only able to deploy the first two out of seven bands. The device would not deploy anymore. The physician removed the scope, and used another speedband superview super 7 multiple band ligator to complete the procedure. There were no pt complications reported, as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.